Manufacturer narrative:
This follow up MDR is created to document the additional event information and the conclusion of the investigation. Coloplast has performed an investigation including researching manufacturing records, bio testing and reviewed prior complaints. There have been no similar reported complaints and the investigation has resulted in no attributable cause for the patient's symptoms, including eosinophils. The product remains implanted. As an examination of the product may not conclusively confirm or disprove the report, the physician's observations are accepted as the reason for the report.

Event description:
Additional information from the physician indicated the patient had a history of upper gi issues, has diabetes and had nausea and vomiting. The physician does not believe the eosinophils is related to medication. The physician ordered stool tests and they were negative. The patient is reporting continued nausea and vomiting.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) y/o patient underwent a robotic sacrocolpopexy with a restorelle y mesh. The patient started feeling nausea and vomiting 1 week following the procedure and went in for a check-up, started feeling well again initially but nausea and vomiting then returned. The physician ordered blood checks and found the patient had a white blood cell count spiking to 21k at ~2 weeks (they had normal counts before and right after surgery). The patient also has high levels of eosinophils. Currently at 3 weeks post-op.